Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify and duplicate the reported issue. After replacing user interface pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The cause of the reported issue was determined to be due to the cracked and shorted capacitor c181 on the user interface pcb assembly.

Event description:
The customer contacted stryker to report that their device displayed a blank screen. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device displayed a blank screen. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.